Event description:
Per the clinic, the patient experienced headache, neck stiffness, and fever in early (B)(6) 2025 (specific date not reported). The patient also experienced drainage from the incision site and was subsequently hospitalized from (B)(6) 2025, till (B)(6) 2025, to receive in IV antibiotics every 6 hours. Following hospitalization, the patient was treated with oral antibiotics (specific date and duration not reported). The implanted device remains in situ.